Event description:
The customer's daughter called and she stated that the customer was hospitalized due to diabetes ketoacidosis. The customer was treated with insulin injections. The blood glucose reading at the time of the event was 880 mg/dl. Prior to the event, the customer said she was experiencing frequent urination, vomiting, and high blood glucose. The customer stated she did not feel well enough to troubleshoot. The insulin pump was returned. The current blood glucose reading is 210 mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.